Event description:
The implant failed due to pt bone condition and health habit. The implant was placed at #45, 46 and removed after 12 months. Poor oral hygiene. Poor bone condition. Bone augmentation material used. Traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.